Event description:
Customer states that needle prematurely released from the suture while the scrub tech was arming the needle holder. There are no reported adverse consequences to the pt related to this event.